Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. The device was returned to olympus for inspection and the reported ¿no image¿ was confirmed. The reported ¿error 638¿216¿226¿ was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e104; fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported ¿no image¿ was traced to component failure. The most probable cause of ¿error 638¿216¿226¿ was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had no image and multiple error codes, error 638, 216 and 226. The issue was found during inspection for use. There were no reports of patient involvement.